Event description:
A malfunction alarm, identified as malf 16, was reported by the customer, but no notable events occurred before the issue, and there was no adverse impact on the customer¿s blood glucose level. The customer was instructed by technical support to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Technical support arranged for the pump to be replaced and confirmed the shipping address with the customer. The customer was also guided to put the pump into storage mode before returning it, which they understood and acknowledged. The problematic pump was to be returned using a pre-paid label within ten days.